Event description:
Patient reports every single retainer ordered has been cutting into the gums and would make the patient bleed every day (3 days). Dental history includes bonded retainer bottom and orthodontic braces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.